Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 200 ohms. The health care professional (hcp) had requested assistance programming magnetic resonance imaging (MRI) protection mode; however it was canceled due to potential lead anomaly. The patient was referred to cardiology. This rv lead remains in service. No adverse patient effects were reported.